Event description:
The customer stated that the telemetry system was down. The field service engineer (fse) stated that the master access point controller (apc) had failed, but the system failed to recover promote a slave apc to become the master. Thus the system remained down and prevented the intellivue telemetry system (its) from resuming monitoring. It was found that there were multiple times that the issue was occurring. While philips devices provide mitigations related to the loss of centralized wireless monitoring (ie "no central mon" inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous pts for an extended time period may result in a delayed response to an individual pt requiring emergent care. The issue was found during pt monitoring. There was no report of pt injury or harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.